Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported issue (ventilator stopped working properly). All testing¿s was performed by using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 76 hours extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Furthermore internal inspections were done on the lap top ventilator and no anomalies were revealed.

Event description:
The customer reported complaint on lap top ventilator stopped working properly at the time when it was being used on the patient and instead patient was ventilated manually. Furthermore customer also stated that the reported ventilator didn't work properly when patient was being transferred to the hospital. There was no harm to any patient or clinician nor any report of allegations of the ventilator associated to the reported event.